Manufacturer narrative:
The device was returned lot number was confirmed. During visual inspection, no issues were noted. The device was attached to a syringe and inflated without any issues. The device did not leak. During the functional inspection, the balloon passed the inflation test. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device met specifications when received for complaint investigation. Additional information provided by the customer indicated that the balloon catheter was confirmed to be in good condition during preparation and was prepared as per the dfu. During analysis, no visual anomalies were observed with the device. The balloon catheter was successfully inflated in the lab and no leaks were observed. Based on the investigation, the reported complaint was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during icad (intracranial atherosclerotic disease) treatment procedure, while advancing up the balloon catheter (subject device) in the artery, the balloon did not inflate. The balloon was pulled out of the patient and upon inspection, it was found a tear on the balloon. There were no clinical consequences to the patient. Updated additional information: the subject balloon catheter was returned for analysis and the subject balloon catheter was examined. It was discovered that the reported event of the balloon having a hole/tear during use was not confirmed. Since there was no reported malfunction of the device that could have caused or contributed to event, this event does not meet reporting criteria anymore.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during icad (intracranial atherosclerotic disease) treatment procedure, while advancing up the balloon catheter (subject device) in the artery, the balloon did not inflate. The balloon was pulled out of the patient and upon inspection, it was found a tear on the balloon. There were no clinical consequences to the patient.